Event description:
It was reported during a laparoscopic hernia repair while using the 512st trocar the seal tore on the trocar sleeve. The case was completed by opening a new 512st sleeve. There was no consequence to the pt.